Event description:
It was reported to philips that the ippc was unable to boot, resulting in an impact on the entire system boot-up process. The system was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.